Manufacturer narrative:
The estradiol reagent lot number was 79235800. The fsh reagent lot number was not provided. The expiration dates were not provided. The field service engineer found there was a broken pinch tube and replaced it. Quality controls were performed and the results were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 - cobas e 602 module. Sample 1 initial estradiol result was 658.5 pg/ml and the initial fsh result was 9.54 miu/ml. After the service visit, the sample was repeated and the estradiol result was 392.7 pg/ml and the fsh result was 16.53 miu/ml. Sample 2 initial estradiol result was 6565 pg/ml. After the service visit, the repeat result was 4034 pg/ml. The questionable results were not reported outside of the laboratory.